Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose of 38 mg/dl verified by fingerstick; the low was treated with oral glucose and subsequent fingersticks showed glucose rising, while the sensor continued to display low readings and calibration attempts were unsuccessful. Symptoms included insufficient information to further characterize clinical effects. Outcomes included insufficient information regarding the impact beyond the reported low. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with no specific medical device problem or device component implicated based on the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.